Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found a burnt humidifier base cable. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination, and mineral deposits indicting water ingress. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer also confirmed thermal event on the humidifier harness connector and pca. Air inlet seal, flow/pressure sensor seal, pca screw were missing. The manufacturer concludes dust like contamination were external to the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.